Event description:
It was reported that during a removal to remove hardware that was irritating the patient, one of the screws holding the hardware broke off at the head. Surgeon was not able to remove the remaining bit of the screw that was in the bone. No further details are known at this time.